Manufacturer narrative:
Investigation results were made available. DHR review results: lot: 2708249, yield: 254, delivered: 254. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of event description: it was reported that during opening, scrub nurse noticed that there was a unsealed portion of the pull-away layer. Devices analysis (visual examination): the package has been returned open without the pull-away layer. The polymeric top with the indication "pull" is still located at his place above the ceramic head. The biolox head was not implanted and was returned together with the polymeric container. However, the sterile barrier covering the ceramic head has been opened during surgery. Visual inspection of the sealed surface on the polymeric container does not reveal discontinuities. The opacity produced by the seal seems to be homogenous over the entire surface and not conspicuous abnormalities has been found. Only on one side the seal is a little thinner, but still more then the required 6mm. The pull-away layer was not returned for investigation. Therefore, a comparison of the two in contact surfaces it is not possible. Review of internal documents: review of packaging iso specification en 868-5:2009 chapter 4.3, section 4.3.2: the overall width of the seal (s) shall be not less than 6 mm. For ribbed seals, the sum of the widths of the ribs shall be not less than 6 mm. Review of sop "shelf life testing of sterile barrier systems": usually the minimum heat seal width (adhesive coverage) shall never be less than 0.1875 inch (=4.7625 mm). Root cause analysis: possible causes for the reported event according to dfmea : a) incomplete, permeable sealing -> due to temperature, pressure, time adjusted b) permeable sealing -> due to sheet too thick, single error, where applicable c) porous sealing -> due to temperature, pressure, time adjusted d) inhomogenous sealing -> due to temperature, pressure, time adjusted e) glassy sealing (too hot) -> due to temperature, pressure, time adjusted f) permeably welded sealing -> due to hair in sealing. Comparison to investigation results whether it is possible and justification: a) possible -> the packaging was not returned completely, the pull-away layer was missing. However, the sealing part on the blister is more than the iso required 6 mm. B) possible -> the packaging was not returned completely, the pull-away layer was missing. However, the sealing part on the blister is more than the iso required 6 mm. C) possible -> the packaging was not returned completely, the pull-away layer was missing. However, the sealing part on the blister is more than the iso required 6 mm. D) possible -> the packaging was not returned completely, the pull-away layer was missing. However, the sealing part on the blister is more than the iso required 6 mm. E) possible -> the packaging was not returned completely, the pull-away layer was missing. However, the sealing part on the blister is more than the iso required 6 mm. F) possible -> the packaging was not returned completely, the pull-away layer was missing. However, the sealing part on the blister is more than the iso required 6 mm. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The following statement was reported: "the scrub nurse and surgeon were concerned about the integrity of the pull-away seal of the sterile container. It opened there was a gap/unsealed portion. The packaging in question was contaminated with blood and not fit to be sent for analysis". It was mentioned that the surgery was completed with another device